Event description:
Customer reported that pump triggered an altitude alarm 21, leading to suspension of insulin. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to clean speaker holes, reconnect the cartridge, and successfully resumed insulin, with pump returning to normal operation. Technical support provided additional tips to prevent future altitude alarms, and the customer acknowledged.